Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided carbohydrates and intravenous therapy (IV) to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.